Event description:
The customer reported that battery pca pins were bent, and that there was a critical failure message. The device was in use at the time the issue was discovered. No adverse event or patient harm was reported.